Event description:
Revision surgery - due to the chronic dislocation of the pt's arm after receiving a reverse shoulder arthroplasty.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 21 days of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. The healthcare professional indicated a significant adverse event to the patient and hospitalization, initial or prolonged, was required. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the hospital and not made available to djo surgical for examination. (B)(4). The root cause for the patients dislocation could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.